Manufacturer narrative:
Additional information was received on august 11, 2020. In addition to the issues reported previously, the patient also experienced right sided seroma, right sided capsular contracture, right sided lipoma, and a left sided cutaneous contour deformity. See 1645337-2020-10874 for the left sided prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device evaluation was updated to include the following statements based on additional information received after initial submission of the device evaluation: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation of the device, siltex cracking was observed on the posterior aspect. Within the siltex cracking, a tear measuring approximately 1.1 cm was found. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: granuloma/ rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 300cc mentor memorygel breast implant experienced right sided rupture with granuloma post procedure. There was a silicone leak under the lymph nodes. This was discovered through mammography. As a result, bilateral prosthesis replacement with 305cc mentor memoryshape breast implants was performed on (B)(6) 2020.